Event description:
It was reported the patient's stimulation changes with positional changes. The patient also experiences pain at the lead site and receives a sharp pain if pressure is applied to the site. The patient is pending x-rays and an appointment with the physician.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.